Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated digoxin results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples on a and the results were the normal range. The initial erroneously elevated results were reported outside the lab. The corrected test results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. The customer is not questioning the performance of the instrument as this is the only pt result in question. A bci field service engineer (fse) did not evaluate the instrument. The customer indicated that a preventative maintenance (pm) was performed on the instrument three weeks prior to the event and they are no questioning the performance of the instrument. The customer indicated that the cause of this event is sample handling. Therefore, customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.